Event description:
It was reported that the 9800 system screen size was very small during fluoro. The 9800 system had to be rebooted and the connection to the network was lost. No patient injury was reported.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when additional details become available.